Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization. Customer had emergency room visit due to severe leg pain, high blood glucose and pain from surgeries. Troubleshooting was done. Customer's blood glucose was 343 mg/dl. Customer was treated with IV insulin and she was wearing the insulin pump at the time of hospitalization. Customer stated the reason for high blood glucose was due to surgery and leg pain. Customer reported back and wanted to troubleshoot for high blood glucose. Troubleshooting was done. Performed high pressure test and test passed. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.